Manufacturer narrative:
(B)(6). The date the device was returned to manufacturer is currently unavailable. The actual device was returned for evaluation. During service and repair pre-testing, it was observed that the device had seized, jammed and was heavy moving. It was further reported that the device was sluggish despite being oiled several times and the drill chuck was jammed. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the drill chuck device seized, was jammed and heavy moving. This event did not occur during surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.